Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician complained of general tightness of the anchor sleeve and it's maneuverability along the leads. There was no patient involvement.